Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to it. Customer's blood glucose level did not exceed 500 mg/dl, which is within a normal range. Although the pump was out of warranty, technical support managed to successfully reset it after discussing options with the customer.